Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 408 mg/dl. It was unknown how the customer treated for their high blood glucose. Customer stated that the insulin pump programming was correct and the insulin pump delivered the correct amount of insulin. Customer stated that the insulin pump was using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.